Event description:
While attempting to treat a female pt who was symptomatic bradycardia the device failed to provide apcing therapy to the pt. The required immediate pacing, the device was attached to the pt via. A four lead ECG cable and pacing pads. The initial setting set at 0 ma and 70 bpm as default. However, rather than the expected 70 pacer spikes there was only one that preceded every qrs complex. The ma was slowly adjusted to 140 ma with no change in the displayed rate and the actual pacing going to the pt was erratic and irregular. The rate on the screen never changed from the initial 40-50.the bpm was increased from 70 up to 100 and that only created a change up to 66-70 on the screen. Another medic arrived and attached their device to the lead cables and pacing pads that were on the pt. The device was set to 92 ma and to 70 bpm and immediately obtained a perfusing pt heart rate at 70 beats per minute along with a corresponding monitor reading. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product.